Manufacturer narrative:
On 14-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and issues of hemostatic valve separation and brim cap detachment occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s hub became detached from the sheath during prep; before use in the patient. The sheath was exchanged for another one to continue the case successfully. Additional information was late received indicating the hemostasis valve (gasket) was in two separate pieces.

Manufacturer narrative:
It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s hub became detached from the sheath during prep; before use in the patient. The sheath was exchanged for another one to continue the case successfully. Additional information was late received indicating the hemostasis valve (gasket) was in two separate pieces. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device, no other damage or anomalies were observed. The hub was found correctly attached to the device. The hemostatic valve detachment could be related to the dilator being wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no device problem found (c19) were selected as related to the customer reported hub detachment. Investigation findings: fracture problem (B)(4) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation/dislodgement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).